Event description:
It was reported that the patient experienced inadequate therapy from their deep brain stimulation (dbs) device. Several attempts to reprogram were made, however were unsuccessful. It was noted that initial dbs lead placement was sub-optimal per the physicians assessment. The patient underwent a procedure where the dbs lead was replaced with another of the same model. Analysis of the dbs lead was not performed as it was disposed by the facility. The patient did well post-operatively.